Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on contacts 1-4. Surgical intervention may take place to address the issue. The investigation did not determine which lead recorded high impedances.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead at l4 was explanted and replaced with another lead at l3. Effective therapy was restored post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: 50cm slimtip implant lead kit, abt , model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7898875". "An event of high impedance was reported to abbott. The patient was reprogrammed with three new programs and will assess if the new programs provide relief. A revision has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."